Manufacturer narrative:
Investigation: two plastic cups carefully wrapped in plastic and bubble wrap were received. The cups were labeled for ¿black plastic material¿ and needle. One cup contained a safetyglide needle. One cup contained a piece of black foreign matter in a spiral-like shape. It could not be easily visually identified. The needle was analyzed under the microscope, it was observed finishing was not uniformed, having black spots, in those black spots residues of lubricant stayed there giving the effect of foreign matter. The packaging blister was also analyzed. It has loose pieces of burnt plastic. Root cause : cannula process/ multivac packaging process. A device history record review of the finished product as well as needle batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a bd safetyglide¿ needle had a black plastic like material wrapped around the needle, along with black particles in the packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ needle had a black plastic like material wrapped around the needle, along with black particles in the packaging.